Manufacturer narrative:
(B)(4). The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that emi was the suspected cause and the physician will continue monitoring.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and implantable defibrillation lead exhibited a low out of range shock impedance measurement of zero ohms. All subsequent measurements were noted to be stable and within normal limits. Boston scientific technical services (ts) discussed the possibility of electromagnetic interference (emi) and discussed troubleshooting options. No adverse patient effects were reported. This product remains implanted and in service.

Manufacturer narrative:
Two terminal segments of the lead were returned severed 4-5 centimeters (cm) from the terminal pin. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the returned portions of the lead was performed. Testing was completed to assess lead electrical performance. Measurements throughout these tests were within normal limits. Laboratory testing was unable to reproduce the reported clinical observations.

Event description:
Additional information was received that the ICD was later explanted and returned 4 years later for unspecified reasons with a portion of the lead connected to the device.